Event description:
This was a case of enpd (endoscopic nasopancreatic drainage) approaching the pancreatic duct. As the catheter kinked, the procedure was completed using a gadelius nasal drainage enpd tube. No adverse effect on the patient has been reported.

Manufacturer narrative:
PMA/510(k) # k171623. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following the additional information received on 05-feb-2025 as the complaint no longer meets the description of a reportable incident. On 05-feb-2025 the following information was received: physician / assistant fails to select an appropriate wire guide. "No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur."

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file as there is an additional information received on 05-feb-2025.